Manufacturer narrative:
During patient ventilation, there was an increase in exhalation obstructed alarms occurring. This high priority alarm can occur when the exhaled gas from the patient cannot leave fast enough through the expiratory valve of the ventilator. The partner technician checked the ventilator and found that the expiratory valve plunger is sluggish, i.e. The expiratory valve membrane cannot be moved fast enough and the patient's exhaled gas cannot escape from the expiratory valve fast enough. The reason for this sluggishness of the plunger is the increased friction caused by residues of cleaning agents and administered drugs. After replacing the expiratory valve and checking all functions of the ventilator using the service software, the device was found functional and was released again. Exhalation obstructed alarms did not occur since then.

Event description:
Hamilton medical ag received the following incident description: "many errors: exhalation obstructed." During ventilation of a patient ventilator alarmed with "exhalation obstructed" no harm came to the patient.

Event description:
Hamilton medical ag received the following incident description: "many errors: exhalation obstructed." During ventilation of a patient ventilator alarmed with "exhalation obstructed" no harm came to the patient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "many errors: exhalation obstructed." During ventilation of a patient ventilator alarmed with "exhalation obstructed" no harm came to the patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a failing expiratory valve. In consequence (correction) the expiration valve (part number: 10089440) was replaced (rga 82416). There was no patient or user harm.